Event description:
The unit was returned for unrelated service and was reportedly alarming. There was no reported patient harm. During the repair evaluation, it was discovered that the audible alarm was functioning intermittently during start-up. The power switch was replaced to correct the problem.